Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not accelerating the patient's heart rate enough during exercises. Programming changes were made but were no effective. The device remains implanted. No adverse patient effects were reported.